Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the phrenic pacing went away indicating phrenic nerve palsy (pnp). A double stop was performed and ablations were paused for 20 minutes when the patient fully recovered. The case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.